Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing. (B)(6).

Event description:
The initial reporter received questionable high elecsys ft3 iii results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The initial result was reported outside the laboratory. The physician asked for re-measurement of the sample. The patient¿s sample was repeated on the customer¿s e 801 module. The patient¿s sample was also sent for further investigation and was tested on a siemens centaur analyzer, cobas e 411 immunoassay analyzer, cobas 6000 e 601 module, and a cobas 8000 e 801 module. Refer to the attachment on the medwatch for all patient data.

Manufacturer narrative:
The patient's corrected siemens centaur results were provided: tsh 0.874 uiu/ml, ft4 1.38 ng/dl, and ft3 1.8 pg/ml. The patient's sample was requested and provided for an investigation. The investigation could not reproduce the customer's elecsys ft3 results. Upon investigation of the patient sample, an interferent against a component of the reagent was confirmed. An interfering factor against streptavidin was excluded. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings." The investigation did not identify a product problem.